Manufacturer narrative:
The device is not being returned and no photograph evidence was provided. Therefore, the reported failure could not be verified. The service history could not be reviewed since a serial number was not provided. A review of the DHR could not be performed since serial number was not provided. A two-year review of complaint history revealed there has been 23 complaints regarding 23 devices for this device family and failure mode. During the same time frame 38,088 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be .0006. Per the instructions for use, the user is advised the following; because of the risk of burns, needles should never be used as a dispersive electrode for electrosurgery. The entire area of the dispersive electrode should be placed so that the entire conductive area is in firm contact with an area of the patient's body that has a good blood supply and is as close to the operative site as possible. In general, electrosurgical current path should be as short as possible and should run either longitudinally or in a diagonal direction to the body, not laterally and under no circumstance lateral to the thorax. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor in japan reported that the 60-2450-100, system 2450, caused an unknown degree of burn to the patient during a breast conservation surgery. The burn was noticed during the procedure. It is located under the skin of the breast. The status of the patient is "follow up" and to date no additional treatment has been determined but is under consideration. There were no photographs taken of the injury. This report is being raised due to patient injury.